Event description:
During a coronary stent procedure, the stent moved on the delivery device during advancements. The delivery/stent device was removed without incident. No pt injuries or complications were reported.